Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned to depuy synthes for evaluation. Visual inspection of the provided photographic evidence revealed there was no significant product problem observed on the surface of the device. There is no evidence that suggests the reported adverse event was due to a device non conformance. Based on the provided evidence, the investigation was not able to confirm the reported event. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Event description:
Right side: revision of a delta xtend due to infection. The patient had a previous revision surgery a few years ago. Unable to confirm exact date. Reason for this was due to glenoid notching and pain. At this revision the 155 epi was removed, glenoid was removed. Unsure if the metaglene and screws were too. The stem was retained, and it was converted to a 145 epi with lateralised glenosphere. Patient notes were unavailable to confirm exact dates and lot numbers. I'm unable to confirm what pc this was logged against too. Today we removed all implants as per impacted products. 4x screws were also removed, but I'm unable to confirm the ref and lot numbers for these. A spacer was implanted until the infection clears. Was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? -unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4). Device property of none, device in possession of none, (B)(4). Device property of none, device in possession of none, (B)(4). Device property of none, device in possession of none, (B)(4). Device property of none, device in possession of none, (B)(4). Device property of none, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.